Event description:
It was reported that during a mid left anterior descending (lad) stenting procedure, in a totally occluded, heavily calcified lesion, the mini vision stents were being placed from proximal to distal through the narrow lesion. The pt was restless and was moving around a lot. A 2.5 x 23 mm mini vision was placed most proximally in the lesion. During post-stent dilatation with a voyager dilatation balloon, a dissection occurred at the distal edge of the stent. A second planned mini vision (2.25 x 15 mm) was inserted, distally, to the lesion; however, since it was not adequately overlapping the first stent, the stent delivery system (sds) was pulled back. The sds was pulled back too much and was completely inside the previously placed stent. Resistance was met when advancing the stent, so it was decided to place the stent inside the previously placed stent. A third planned mini vision (2.25 x 12 mm) was advanced; however, while advancing through the two previously placed stents, resistance was met. While attempting to remove the stent, it dislodged from the balloon onto the pilot 50 wire. The balloon was advanced and was able to deploy the stent inside the two previously placed stents. The pt remained stable during the procedure. The procedure was stopped. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The rx mini vision 2.25 x 12 mm (part #1007822-12/lot#9110941) mentioned is being filed under a separate manufacturer report number. Evaluation summary: the mini vision stent delivery system (sds) was not returned which may have aided in the evaluation. Factors which may contribute to difficulty when positioning a sds include, but are not limited to, manufacturing, anatomical conditions, stent implant outer diameter, damage to the stent implant, kinks, bends, guiding catheter size selection, or obstructions in the guiding catheter lumen. To help ensure this difficulty is not related to a manufacturing deficiency, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. It was reported the mini vision sds was attempted to advance through a previously deployed stent, which likely contributed to the difficulties. It is likely the 2.25 x 15 mm mini vision stent interacted with the previously deployed stent, causing damage to the stent and contributing to the reported difficulty positioning the stent. The stent was eventually deployed inside of the 2.5 x 23 mm mini vision stent. It should be noted in the mini vision instructions for use (IFU) it states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed, and there has been no similar incidents reported for difficulty to position, use errors, or the pt effects of foreign body in pt for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulty positioning the sds appears to be related to the operational context of the procedure.